Event description:
It was reported that during use in a surgical procedure, the quantum 2 surgery system produced a burning smell. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but not received.